Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 34-year-old female patient who had essure (batch no. 849839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis on (B)(6)2012, multigravida, atrioventricular block, arthromyalgia, hematuria, perineal pain, corpus luteum cyst, endometriosis and grand multiparity. Concurrent conditions included dysuria, burning sensation, knee pain, breast tenderness, overweight and abdominal adhesions. Concomitant products included ceftriaxone sodium (rocephin), doxycycline, ethinylestradiol;levonorgestrel (nordette), fentanyl, ibuprofen, intrauterine contraceptive device (iud nos), ketorolac, medroxyprogesterone acetate (depo provera), naproxen (motrin), ondansetron, oral contraceptive nos, paracetamol (tylenol) and propranolol hydrochloride (propanol). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems: depression"), generalised erythema ("redness all over the body"), pruritus ("itching"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dizziness ("neurological conditions or problems: dizziness"), tinnitus ("tinnitus"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("pain abdominal") and back pain ("pain back") and was found to have weight increased ("weight gain"). In (B)(6)2012, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6)2017, the patient experienced urinary tract infection ("infection:bladder/urinary tract/vaginal)-type:uti") and vaginal infection ("infection:bladder/urinary tract/vaginal)-type:vaginal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, generalised erythema, pruritus, bladder disorder, urinary tract disorder, dizziness, tinnitus, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, generalised erythema, menorrhagia, mood swings, pelvic pain, pruritus, tinnitus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: there were 4 coils in right side and 3 coils in left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Ultrasound pelvis - in (B)(6)2018: dystrophic calcification in the endometrium/myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, pelvic pain, abdominal pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: medical records received. Lot number and reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 34-year-old female patient who had essure (batch no. 849839- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis on (B)(6) 2012, multigravida, atrioventricular block, arthromyalgia, hematuria, perineal pain, corpus luteum cyst, endometriosis and grand multiparity. Concurrent conditions included dysuria, burning sensation, knee pain, breast tenderness, overweight and abdominal adhesions. Concomitant products included ceftriaxone sodium (rocephin), doxycycline, ethinylestradiol;levonorgestrel (nordette), fentanyl, ibuprofen, intrauterine contraceptive device (iud nos), ketorolac, medroxyprogesterone acetate (depo provera), naproxen (motrin), ondansetron, oral contraceptive nos, paracetamol (tylenol) and propranolol hydrochloride (propanol). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems: depression"), generalised erythema ("redness all over the body"), pruritus ("itching"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dizziness ("neurological conditions or problems: dizziness"), tinnitus ("tinnitus"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("pain abdominal") and back pain ("pain back") and was found to have weight increased ("weight gain"). In (B)(6)2012, the patient experienced mood swings ("hormonal changes: mood swings"). In december 2017, the patient experienced urinary tract infection ("infection:bladder/urinary tract/vaginal)-type:uti") and vaginal infection ("infection:bladder/urinary tract/vaginal)-type:vaginal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, generalised erythema, pruritus, bladder disorder, urinary tract disorder, dizziness, tinnitus, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, generalised erythema, menorrhagia, mood swings, pelvic pain, pruritus, tinnitus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: there were 4 coils in right side and 3 coils in left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Ultrasound pelvis - in (B)(6)2018: dystrophic calcification in the endometrium/myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, pelvic pain, abdominal pain and dysmenorrhea. Lot number 849839 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: update of information (batch is not valid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 34-year-old female patient who had essure (batch no. 849839- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis on (B)(6) 2012, multigravida, atrioventricular block, arthromyalgia, hematuria, perineal pain, corpus luteum cyst, endometriosis and grand multiparity. Concurrent conditions included dysuria, burning sensation, knee pain, breast tenderness, overweight and abdominal adhesions. Concomitant products included ceftriaxone sodium (rocephin), doxycycline, ethinylestradiol;levonorgestrel (nordette), fentanyl, ibuprofen, intrauterine contraceptive device (iud nos), ketorolac, medroxyprogesterone acetate (depo provera), naproxen (motrin), ondansetron, oral contraceptive nos, paracetamol (tylenol) and propranolol hydrochloride (propanol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems: depression/psych injury"), erythema ("redness all over the body"), pruritus ("itching"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dizziness ("neurological conditions or problems: dizziness"), tinnitus ("tinnitus"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("pain abdominal") and back pain ("pain back") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection:bladder/urinary tract/vaginal)-type:uti") and vaginal infection ("infection:bladder/urinary tract/vaginal)-type:vaginal"). On an unknown date, the patient experienced dermatitis allergic ("rash/ skin condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved and the mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, erythema, pruritus, bladder disorder, urinary tract disorder, dizziness, tinnitus, fatigue, weight increased, alopecia and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, erythema, fatigue, menorrhagia, mood swings, pelvic pain, pruritus, tinnitus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: there were 4 coils in right side and 3 coils in left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - in (B)(6) 2018: dystrophic calcification in the endometrium/myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, pelvic pain, abdominal pain and dysmenorrhea. Lot number 849839 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: new pfs received- new event rash/skin condition was added. Outcome of events dysmenorrhea, dyspareunia from unknown to recovered/resolved were updated. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 34-year-old female patient who had essure (batch no. 849839-not valid,948839-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis on (B)(6) 2012, multigravida, atrioventricular block, arthromyalgia, hematuria, perineal pain, corpus luteum cyst, endometriosis and grand multiparity. Concurrent conditions included dysuria, burning sensation, knee pain, breast tenderness, overweight and abdominal adhesions. Concomitant products included ceftriaxone sodium (rocephin), doxycycline, ethinylestradiol;levonorgestrel (nordette) since 2002 to (B)(6) 2012, fentanyl, ibuprofen, intrauterine contraceptive device (iud nos), ketorolac, medroxyprogesterone acetate (depo provera), naproxen (motrin), ondansetron, oral contraceptive nos, paracetamol (tylenol) and propranolol hydrochloride (propanol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems: depression/psych injury"), erythema ("redness all over the body"), pruritus ("itching"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dizziness ("neurological conditions or problems: dizziness"), tinnitus ("tinnitus"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("pain abdominal") and back pain ("pain back") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection:bladder/urinary tract/vaginal)-type:uti") and vaginal infection ("infection:bladder/urinary tract/vaginal)-type:vaginal"). On an unknown date, the patient experienced dermatitis allergic ("rash/ skin condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved and the mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, erythema, pruritus, bladder disorder, urinary tract disorder, dizziness, tinnitus, fatigue, weight increased, alopecia and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, erythema, fatigue, menorrhagia, mood swings, pelvic pain, pruritus, tinnitus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: there were 4 coils in right side and 3 coils in left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - in (B)(6) 2012: that tubes were blocked and I could not have any kids anymore. Ultrasound pelvis - in (B)(6) 2018: dystrophic calcification in the endometrium/myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, pelvic pain, abdominal pain and dysmenorrhea. Lot number 849839 is not valid . New lot no received. (849839) is invalid , lot number: 948839, manufacturing date: 2012/02, expiration date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: quality safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 34-year-old female patient who had essure (batch no. 849839- not valid, 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis on (B)(6) 2012, multigravida, atrioventricular block, arthromyalgia, hematuria, perineal pain, corpus luteum cyst, endometriosis and grand multiparity. Concurrent conditions included dysuria, burning sensation, knee pain, breast tenderness, overweight and abdominal adhesions. Concomitant products included ceftriaxone sodium (rocephin), doxycycline, ethinylestradiol;levonorgestrel (nordette) since 2002 to november 2012, fentanyl, ibuprofen, intrauterine contraceptive device (iud nos), ketorolac, medroxyprogesterone acetate (depo provera), naproxen (motrin), ondansetron, oral contraceptive nos, paracetamol (tylenol) and propranolol hydrochloride (propanol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems: depression/psych injury"), erythema ("redness all over the body"), pruritus ("itching"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dizziness ("neurological conditions or problems: dizziness"), tinnitus ("tinnitus"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("pain abdominal") and back pain ("pain back") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection:bladder/urinary tract/vaginal)-type:uti") and vaginal infection ("infection:bladder/urinary tract/vaginal)-type:vaginal"). On an unknown date, the patient experienced dermatitis allergic ("rash/ skin condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved and the mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, erythema, pruritus, bladder disorder, urinary tract disorder, dizziness, tinnitus, fatigue, weight increased, alopecia and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, erythema, fatigue, menorrhagia, mood swings, pelvic pain, pruritus, tinnitus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: there were 4 coils in right side and 3 coils in left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - in (B)(6) 2012: that tubes were blocked and I could not have any kids anymore. Ultrasound pelvis - in (B)(6) 2018: dystrophic calcification in the endometrium/myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, pelvic pain, abdominal pain and dysmenorrhea. Lot number 849839 is not valid . New lot no received. Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet received. Lot number added. Start date and stop date of concomitant drug were added. Lab data were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis on (B)(6) 2012, multigravida, atrioventricular block, arthralgia, hematuria, perineal pain, corpus luteum cyst, endometriosis and grand multiparity. Concurrent conditions included dysuria, burning sensation, knee pain, breast tenderness, overweight and abdominal adhesions. Concomitant products included ceftriaxone sodium (rocephin), doxycycline, ethinylestradiol; levonorgestrel (nordette), fentanyl, ibuprofen, intrauterine contraceptive device (iud nos), ketorolac, medroxyprogesterone acetate (depo provera), naproxen (motrin), ondansetron, oral contraceptive nos, paracetamol (tylenol) and propanol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems: depression"), generalised erythema ("redness all over the body"), pruritus ("itching"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dizziness ("neurological conditions or problems: dizziness"), tinnitus ("tinnitus"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("pain abdominal") and back pain ("pain back") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection:bladder/urinary tract/vaginal)-type:uti") and vaginal infection ("infection: bladder/urinary tract/vaginal)-type:vaginal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, generalised erythema, pruritus, bladder disorder, urinary tract disorder, dizziness, tinnitus, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, generalised erythema, menorrhagia, mood swings, pelvic pain, pruritus, tinnitus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: there were 4 coils in right side and 3 coils in left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - in (B)(6) 2018: dystrophic calcification in the endometrium/myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, pelvic pain, abdominal pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs and mr received: case has became incident. Previously reported event "injury nos" was replaced with new events added from pfs- pain pelvic area, mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, vaginal infection, depression, redness all over the body, itching, bladder problems or changes, urinary problems or changes, dizziness, tinnitus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, pain abdominal and pain back. Concomitant drugs, patient history and lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.